Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an infusor lv (large volume) was detached. This was described by the customer as when opening the bag of one (1) unit of infusor, ¿the transparent silicone tubing that leads the medicine was detached from the infusor¿. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from june 02, 2020 ¿ june 03, 2020. H10: the device was received for evaluation. Visual inspection was performed, which observed that the tubing was completely detached from the solvent-bonded area of the stress member. Traces of solvent was observed on the tubing. The tubing and stress member were found to be within specifications. However, the insertion depth of the tubing was inadequate (not deep enough) caused the tubing to detach. The reported condition was verified. The cause of the condition was due to an assembly error, during manufacturing. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.